Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported the patient's ipg would not communicate with external devices. In turn, the ipg was deemed inoperable. It is unknown if the device depleted prematurely. As a result, the patient underwent surgical intervention, wherein the ipg was explanted and replaced. Therapy was re-established post-operatively.